Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips did not close properly. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. It is recommended to fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp "click" is heard and until you touch plastic trigger to plastic handle (plastic to plastic). The batch record was reviewed and no anomalies were noted during the manufacturing process. Surgical photographs were returned and reviewed by ees field quality engineer and the following observation and conclusion were noted: "based on the shape of the clip. The depression/groove in the structure at the distal clip tip. It appears as if there was an attempt to capture, or an accidental capture of two structures with a single clip. One structure shown within the clip and the other at the distal end tip. It is my opinion that in order to capture both structures excessive longitudinal force was placed on the clip in the direction of the device handle during firing. When this occurs during the firing stroke the clip get pushed back into the jaws. Resulting in the clip not crimping the closed end of the clip properly. This improper closure shape would be that of a pear or tear drop, which the photographs reflect. As the clip moves backward in this scenario the distal tip of the clip also moves back as it is closing within the jaws leaving a portion of structure un-occluded and sometimes with a depression where the clip and jaws clamped down. The photographs also supported this scenario. In conclusion: I believe the event was the result of excessive backward force on the clip in an attempt to capture, or and accidental capture of two structures during firing."